Event description:
It was reported by the customer that a patient allegedly developed a pressure ulcer while on the xprt mattress. However, there was no medical intervention reported.

Manufacturer narrative:
Conclusion: customer to replace mattress.